Manufacturer narrative:
At the date of the report, the product was not returned to the manufacturer, the investigation is then not completed. A medwatch follow up will be submitted when the investigation is completed.

Event description:
It was reported that during surgery, particles were escaping out of a crack in the housing of the sterilizable battery. No patient harm or injury was reported. Though, a one-hour surgery delay was reported.